Manufacturer narrative:
This report is submitted on june 12, 2018. (B)(4).

Event description:
Per the surgeon, the device was removed and a longer abutment was placed (date not reported) due to soft tissue problems and skin overgrowth. The issue has since resolved. It was reported that steroids and oral antibiotics were administered (date not reported).